Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm needle was loose. The following information was provided by the initial reporter: at 8:50 on (B)(6) 2020, when preparing to establish a vein channel for the patient, it was found that the heparin cap carried by the intravenous indwelling needle was loose. Because it was discovered before operation, no effect was caused to the patient.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm needle was loose. The following information was provided by the initial reporter: at 8:50 on (B)(6) 2020, when preparing to establish a vein channel for the patient, it was found that the heparin cap carried by the intravenous indwelling needle was loose. Because it was discovered before operation, no effect was caused to the patient.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7325223. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.